Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "high" and a high ketone level identified as dangerous by healthcare provider. A specific bg value was not provided. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released from the hospital the following day. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.